Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred while the pump battery was being charged. Reportedly, pump was not exposed to extreme temperatures, customer cleared the alarm and continued using pump for insulin therapy. There was no reported adverse impact to customer's blood glucose.